Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged leak as no objective evidence has been provided to confirm any alleged deficiency with the needle. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include damaged prior to use and bad needle/luer bond; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). The device is labeled for single use.

Event description:
This report summarizes one(1) malfunction event. A review of the event indicated that model 0602830t implantable port the puncture needle was allegedly leaking. It was further reported that another kit was used to complete the procedure. This report was received from one source. This event involved one patient with no reported patient injury.